Manufacturer narrative:
The product is expected to be returned for analysis. At this time, the lead has not been returned. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high thresholds. After x-ray, it was found dislodged. A revision procedure was performed. During revision procedure, helix was unable to be extended or retracted. This lead was therefore explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended. The lead tip and helix have no visible signs of damage or defect which would lead to dislodgement. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.